Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities reached end of life one month after displayed elective replacement indicator. The monitoring voltage was middle of life 2. The device paced 77% in the ventricle and 7% in the atria. The device had been implanted less than three years.